Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement was attempted with two proglide devices, one each at two different access sites in the right common femoral vein using the pre-close technique via a 7f and 8f sheath prior to a catheter ablation interventional procedure. Reportedly, the two proglide devices had no suture present when the plunger was removed. The suture of a new proglide device at each access site was successfully pre-placed. The suture of one other proglide device at a third access site in the right common femoral vein and the suture of another proglide device at the right common femoral artery were successfully pre-placed. The catheter ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide suture at each access site. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.